Manufacturer narrative:
The technician replaced the battery to repair the bed.

Event description:
Info received indicates the battery backup is not working although the battery led is lit, indicating the battery is fully changed. Once a function is used, the led goes out.